Event description:
The customer reported that the images are intermittently very grainy. No pt injury was reported.

Manufacturer narrative:
The ge svc rep removed and replaced the video controller. Checked operation. Machine works as intended.